Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. A photo of the device was provided for review.the investigation of the reported event is currently underway.

Event description:
It was reported that the device package was labeled as an 8fr. Sheath; however, a 6fr. Introducer sheath was allegedly found in the device package when opened. There was no patient contact.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 02/15/2019, the voluntary recall was initiated. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found within the review to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review, though the photo review could not confirm the reported event as the kit components were not pictured. As such, the investigation is inconclusive for the reported sheath issue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Although the investigation of this complaint could not confirm an issue or determine a root cause, the reported lot number was the subject of an external investigation which determined that a manufacturing-related mix-up of the reported component occurred in the lot and may have affected the reported device. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the device package was labeled as an 8 fr sheath; however, a 6 fr introducer sheath was allegedly found in the device package when opened. There was no patient contact.